Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a lung procedure, the surgeon proceeded to cut the lung and found that the staples were malformed after 3-strokes firing. Changed three blue reload units continuously but still failed. The surgeon used hand sewing to complete the procedure. The patient is fine now. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). No device returned. The analysis results showed that three ecr60b cartridge reloads were received. The reloads were received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reloads. Event could not be confirmed as no device was returned for analysis.